Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 125mg/dl (meter), 178mg/dl (lab). Tests were done within 11-20 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.